Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Per call from patient, the settings of her pain stim is incorrect. Patient reported they are not tuned in right yet and all the stimulation is going to the front of her body when it is supposed to be in the back. Patient stated they moved to iowa and her insurance has changed and they need to meet with a representative for reprogramming. Patient stated they are seeing new hcp on friday and will discuss.